Event description:
It was reported post implant the threshold had increased and the sensing value decreased on the ventricular lead. The patient had complaints of chest pain and a cardiac perforation was suspected and confirmed. The lead tip was pushed back into the ventricle and the perforated segment was repaired. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.